Event description:
It was reported to boston scientific corporation that the patient was implanted with an unspecified pelvic mesh or sling device during a procedure on (B)(6) 2010. According to the complainant, post-procedure, the patient experienced injury and pain (specifics and date/s of onset unknown). All other information, including the patient's current condition, is unknown and reportedly unavailable.

Event description:
As reported by the patient&#38112;attorney, a boston scientific device was implanted. According to the complainant, the patient experienced injury and pain. All other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.